Event description:
Radiology technologist was preparing to x-ray a female patient. As the patient swung her legs off the side of the stretcher, the gonad protector mounting block fell off the fcr xu/d1 and struck the woman's foot. An x-ray of the patient's foot indicated a hairline fracture of the toe. General practitioner prescribed icing of her toe with no additional treatment. Also, orthopedic consultation was not required.